Manufacturer narrative:
E1 patient city: (B)(6). Patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 21-june-2024, it was reported that the patient was hospitalized due to low blood glucose. Patient's current blood glucose level was found to 23mg/dl. The blood glucose level stated from 600 to 400 then declined to 23mg/dl. No further information available.